Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. The 3.5 mm x 220mm x150mm coyote catheter was advanced to treat the target lesion. During the first inflation, the balloon ruptured at 8 atms for 6secs. The device was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).